Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a thin flap that was difficult to lift during lasik flap creation. The procedure was completed. Additional information received stated the planned flap thickness was 110 microns but the surgeon felt the flap felt like 80-90 microns. The patient did not have any issues. There are three related reports for this event and two for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
During technical onsite visit the field service engineer (fse) checked out system and adjusted z- offset. The system is all operational and operates all in specifications. A review of the logfile for the treatment day shows during start up the vacuum check, the energy check and the ablation check were performed without issue. The image of the ablation check shows a valid and good test. The logfile shows the energy is stable during treatment. No relevant deviation between planned and performed energy is detectable for the treatment. The user operated surgery within the recommended energy settings. The spot separation of the side cut and the bed cut were also in the recommended range. A nearer view at the z-offset at treatment day and before and after adjustment during the last two service requests shows no difference. No technical root cause of device was detectable during review of the logfile. The used flap parameter shows a thinner than intended flap. Clinical review could not find any abnormalities base on the provided treatment report. No technical root cause was identified as the product was found to be within specifications. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).